Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a spontaneous intracranial hemorrhage. The outcome was not device or therapy related.

Event description:
It was additionally reported that there were no changes to patient condition or anticoagulation status that may have contributed to the event. The device operated as expected.

Manufacturer narrative:
Section g6 correction: 30-day was not selected in the initial report. Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.